Event description:
Related manufacturer reference number: 1627487-2022-05014. It was reported that one drg lead at t7 and one drg leads at t9 were fractured and stimulation was lost. Surgical was undertake wherein the leads were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.